Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for leaflet thickened/halt was confirmed based on the provided imagery. A review of the DHR, history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). As reported ''approximately 3 years and 4 months post tavr with a 23mm sapien 3 ultra valve, the valve failed and the patient is being evaluated for thv-in-thv. Per clinical imagery review, there is evidence of halt at the base of all 3 cusps with significant commissural thickening.'' Due to limited information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 3 years and 4 months post tavr with a 23mm sapien 3 ultra valve, the valve failed and the patient is being evaluated for thv-in-thv. The failure mode of the valve is unknown.